Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) due to pacing impedance decrease on this lead from 260 to 190 ohms after the device was replaced. It was mentioned there is no information on the lead model and serial number. Ts discussed potential causes for this observation. The patient is expected to be seen in-clinic to evaluate the performance of the lead. The lead remains in service. No adverse patient effects were reported.